Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been receiving ongoing, intermittent cartridge alarm 19s during the loading process using multiple cartridges. The customer's blood glucose (bg) was impacted (220-400 mg/dl) and a bolus was delivered to address the bg level. Reportedly, the customer reloaded the cartridge after the last cartridge alarm 19 and insulin delivery was resumed. The customer was to use the pump for insulin therapy.